Event description:
It was found via implant sheets that there was an antibiotic spacer put in (B)(6) 2012 due to infection. The sales rep was not present for the first stage removal of implants.

Manufacturer narrative:
Additional devices listed in this report: cat # 6721-0535, lot # 39725803, description: size 5 accolade ii 127 deg; cat # 542-11-56f, lot # 40709401, description: trident psl ha cluster 56mm; cat # 6570-0-436, lot # 40294507, description: delta v-40 ceramic head 36/-2,5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. A review of the provided medical records by a clinical consultant indicated; ¿based upon the information reviewed there does not appear to be any factors related to the prosthetic components responsible for the infected left total hip arthroplasty in this obese patient.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: indicated there have been no other events for the lot or sterile lot referenced. Conclusions: a clinical consultant¿s review indicated patient¿s infection on office visit note but no operative reports, no examination of the explanted components, and no x-rays are available and that based upon the information reviewed there does not appear to be any factors related to the prosthetic components responsible for the infected left total hip arthroplasty. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was found via implant sheets that there was an antibiotic spacer put in (B)(6) 2012 due to infection. The sales rep was not present for the first stage removal of implants.